Event description:
Patient had foley catheter placed for c-section. Catheter was not able to be removed as the bulb would not deflate. The patient was taken to the or (operating room) to have the foley removed.